Event description:
Additional information received on 01/22/2026 for report number mw5182512. Sensor error > 3 hours - replaced sensor. Dexcom refuses to provide a replacement for the faulty sensor which was only worn 8 days. Dexcom no longer follows up on product support requests (just closes them right away). Please hold this profit before patient scam of a company accountable.

Event description:
Dexcom g6 sensor inaccuracy: 7:47am g6 reading 147, finger stick is "profanity" 103! That is an ard of 42.7 percent! Dexcom no longer follows up on product support requests and refuses to provide replacements for their faulty products. Dexcom g6 sensor inaccuracy: 7:58am g6 reading 122, finger stick reading is 100. That is an ard of 22%! Dexcom no longer follows up on product support requests and refuses to replace faulty products. Inserted (B)(6) 2026. Activated on (B)(6) 2026.